Event description:
Nicu manager reported "lipids did not infuse and all lipid fluid found inside the tubing inside the carefusion device." There was no report of use on a patient. Although requested, no additional event details provided.

Manufacturer narrative:
(B)(4) - no available code for undetermined or unknown cause. The customer's report of lipids did not infuse, due to a leak was confirmed. Visual inspection of the returned set found a 0.0535 inch tear near the upper blue fitment. Three crush marks were also noted on the upper fitment. Functional and pressure testing confirmed the tear in the tubing. The cause of the customer's report was identified as a tear in the tubing. The root cause of the tear wa no identified.